Manufacturer narrative:
(B)(4). Pump received a21 alarm after changing battery due to c13 voltage leak on interface board. Unable to perform any tests due to unexpected restart alarm. Pump received with broken battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked case reservoir tube window corner. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a unexpected restart and a cold reset was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.